Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient required surgical intervention with valve replacement. The device was not returned to edwards for evaluation at this time. Therefore, the device evaluation was not able to be completed and the root cause for the thrombus remains indeterminable; however, patient related factors may have contributed to the event. If new information is received, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a valve was explanted after an implant duration of 3 months and 22 days due to thrombus formation on the leaflet. The or would like to have a leaflet of the device sent back for histology. Caller requested that sales contact him to arrange pick up of specimen. The explanted device was replaced with a non-edwards mechanical valve. Per obtained medical records, the patient had normal coronary arteries and normal lv function. He was recovering quite nicely from his initial avr. This evening, he was awakened with shortness of breath, nausea, vomiting, and was brought to the ER with hypotension, diaphoresis, chest pain, and pallor. EKG suggests acute anterior wall injury. The patient underwent left heart catheterization without left ventriculography, aortography, coronary angiography, intra-aortic balloon pump insertion. Diagnosis was myocardial ischemia with sinus of valsalva thrombus. On aortography, the right coronary artery immediately fills and the left main coronary artery fills in delayed fashion. After careful analysis and discussion it was decided this was a thrombus acting as a ball valve across the left main. A side hole guide was used to intubate the left main and a balloon pump is placed in the contralateral leg. This resulted in significant hemodynamic improvement. Pre-operative tee showed thrombus formation on the aortic valve, immobile left coronary cusp, immobile non-coronary cusp, thrombus was inhibiting leaflet motion causing mild to moderate aortic valve stenosis, mean gradient of 15mmhg, ava of 1.1 cm2. A 23mm non-edwards mechanical valve was implanted and noted to be well seated.